Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address metal bearing wear, pain and blackened tissue.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Complaint was originally reported in (B)(4) with an alert date of 3/1/2011. (B)(4) was then created in duplication. We have now received the preliminary disclosure form from the law firm, which confirms that (B)(4) was the same complaint as (B)(4). We have chosen to reject (B)(4) rather than (B)(4) because (B)(4) contains more accurate information and product/lot codes. Please note that everything was reported by the due date, and we are updating emdrs with the earlier alert date. Depuy considers the investigation closed at this time.